Event description:
It was reported that pump issued cartridge alarm 20, and caller noted cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support arranged replacement pump under warranty.